Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 245-248 mg/dl. A correct bolus via the pump was administered to address bg level. Troubleshooting with tandem technical support was performed and determined that air bubbles were observed in the canister. Reportedly the customer was not performing the air removal step. Tandem technical support educated the customer that not performing the air removal step is off label per the tandem user guide. Customer primed the tubing to address the issue and resumed insulin delivery.